Event description:
This report was received from (B)(6) and is a solicited report by a nurse from (B)(6) of probable bacterial peritonitis with (B)(6) in a patient coincident with extraneal viaflex therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced probable bacterial peritonitis, manifested by cloudy effluent. Hospitalization and remedial treatment was not reported. Outcome for the event of probable bacterial peritonitis with (B)(6) was unknown. Extraneal was permanently withdrawn on an unreported date in (B)(6) 2011. The reporter believed the event of probable bacterial peritonitis with (B)(6) was unrelated to extraneal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.